Event description:
During implant of stent into the lpa, a small distal pulmonary artery was perforated by a guide wire resulting in one episode of hemoptysis of approx 400 cc of blood and a small pleural effusion. The pt was transiently intubated to help control the bleeding and support her ventilation. The bleeding subsided allowing extubation. Within 4 hrs, the effusion resorbed on its own. The pt was discharged 24 hrs later with a minimal residual ll2 atelectasis (which was clearing). Two days later effusion and atelectasis were cleared.